Manufacturer narrative:
One device was returned for evaluation. The failure mode is confirmed as the device was received with the tip of the device broken off. The device was dimensionally evaluated and confirmed to meet print specifications. The root cause is currently under investigation. Smith & nephew will continue to monitor any future occurrences of this type of failure. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using truepass needle, single pack, sterile bx 5 the tip of the needle broke off in patient. A suction tip was used to pull out the tip of the needle. A c-arm was used to confirm that no metal was left in the joint. There was a procedural delay of 15 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.